Manufacturer narrative:
A maquet service technician visually examined the table but couldn't perform a full check of the system. Initial observations found minor damage to the legplates. A comprehensive evaluation of the device is scheduled and additional details will be provided in a follow-up report. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).

Event description:
Reference importer # (B)(4).